Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the ECG cable was damaged. There was no patient involvement. The fse confirmed the m1510a (obsolete) ECG cable was worn and needed to be replaced. The customer was sent a replacement by remote support, without collection of the faulty parts. Therefore no product was available for evaluation and the lot code was not confirmed therefore, the age of the cable could not be determined. Per sb86202715a the customer was provided substitute ECG cables (m1669a and m1674a). There are no further details available. The customer was sent a replacement by remote support, without collection of the faulty parts. No product was available for evaluation and the lot code was not confirmed. This complaint is considered to be a product malfunction. There are no further details available for this complaint.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The device was reported to be in use on a patient, causing a delay in therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The fse confirmed the m1510a (obsolete) ECG cable was worn and needed to be replaced. The customer was sent a replacement by remote support, without collection of the faulty parts. Therefore no product was available for evaluation and the lot code was not confirmed therefore, the age of the cable could not be determined. Per sb86202715a the customer was provided substitute ECG cables (m1669a and m1674a). There are no further details available.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The device was reported to be in use on a patient, causing a delay in therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. Additional information has been requested.